Event description:
During an angioplasty, one the stent was delivered, the balloon would not deflate when negative pressure was delivered with the deflate when negative pressure was delivered with the inflation device. The physician broke the shaft of the catheter to deflate the balloon. There were no complications to the patient resulting from this event.